Event description:
During an in-clinic follow-up, episodes of myopotential oversensing and noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right ventricular (rv) lead. Abbott technical support was contacted and suspected rv lead damage. X-ray imaging was performed and confirmed insulation damage on the rv lead. Lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.